Event description:
Customer reported with an issue of ¿it does not seal¿. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device inspection found power switch at front damaged. The ac (alternating current) inlet at rear found with crack.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found air pressure fluctuated when wiggling on air gauge due to worn out air joint unit and connector socket. The customer reported issue was confirmed. In addition, found power switch at front was damaged with cracked protective cover and the plastic cap was torn off. Additionally, the ac inlet at rear damaged , found with crack. The 4 suction feet at the bottom with weak suction force noted. Found main chassis with deep paint scratches at the front. The rest of the other functions were tested normal. Evaluation findings found the customer reported issue of does not seal was confirmed. The issue found to be due to worn out air joint and connector socket. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to clarify b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
This report was submitted for the malfunctions found during evaluation (damaged front power switch and rear ac inlet).